Manufacturer narrative:
The additional proglide device referenced is filed under separate medwatch report number. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the proglide instructions for use (IFU), states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, it could not be determined if the reported deviation caused or contributed to the difficulties. Based on the information reviewed, the reported difficulty and subsequent medical intervention appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the left femoral vein was attempted using a proglide device via a 8.5fr sheath, after an ablation procedure. Reportedly, when the plunger was pulled removed, no sutures were attached to the needles. A second proglide device was deployed; however, hemostasis was not achieved. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure.